Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Published today in annals of vascular surgery is new conception of relining in evas' era: a monocentric case series study, by saitta et al (italy). Case 5: initial case to treat a symptomatic aaa was with afx plus endurant (non-endologix) proximal extension in 2014 (exact date unknown). A cta examination was completed in 2017 revealing 3mm sac expansion in conjunction with a presumed type iiib endoleak. Cta showed present of contrast medium at the aortic bifurcation and thrombus density alteration all around the graft fabric (graft fabric disruption). A decision was made to reline using two (2) nellix 120mm, which successfully resolved the endoleak. The reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided.